Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. It is unclear what ¿red substance¿ coming out of the catheter area means. There is no reported medical intervention needed or rendered. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient reported receiving a drain complication encountered message while in drain 0 of 5. The patient also stated noticing a red substance coming out of her catheter area.

Manufacturer narrative:
Concomitant product updated.

Event description:
A peritoneal dialysis patient reported receiving a drain complication encountered message while in drain 0 of 5. The patient also stated noticing a red substance coming out of her catheter area.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving a drain complication encountered message while in drain 0 of 5. The patient also stated noticing a red substance coming out of her catheter area.